Event description:
It was reported to bsc/target that, "when physician inserted catheter, there was resistance and he did angio but contrast came out from side. He pulled out the catheter, it burst side of catheter."